Manufacturer narrative:
(B)(4). D6a: implanted in 1992. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 15 years post-hip procedure, the patient underwent a right hip revision due to loosening, poly wear, and lysis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. Patient had a first revision due to synovitis and implant wear, and head and liner were exchanged. Operative records were provided for the first revision. Patient had a second revision. During the revision the cup and liner were revised due to poly wear and loosening, and lysis was also noted. No operative records were provided for this latest revision. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.